Event description:
It was reported that during a nephrectomy, the clips were ejecting from the jaws. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws were damaged causing the clips to be ejected and making the instrument non-functional. As each device is 100% visually inspected during the manufacturing process no conclusion could be reached as to how this damage occurred, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.